Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossed over for all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders did not cross over all stations. The technical support specialist (tss) connected to the carefusion coordination engine (cce) using secure link and observed that the last order message had been received prior to a series of reboots on both the cce and sql server. Analysis of the sql logs and event viewer confirmed that these reboots had occurred. To resolve the issue, the orders mbm was restarted, and order messages began crossing successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossed over for all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.